Event description:
The customer reported ¿balloons seem to rupture quickly, sometimes holes appear directly after the balloon has been put on our 180 and 190 ebus, sometimes the defect appears during the examination after the balloon has been filled with aqua and blocked several times. On average, about two balloons per working day are directly defective or become defective during an ultrasound examination.¿ additional details regarding each procedure were not provided; however, all procedures were reported to have been completed successfully, with no patient or user injury. Follow up with the customer found that the issue occurred with about half of the balloons from the same package of twenty (20). The following medwatch reports are being submitted for the ten (10) ruptured balloons [model maj-1351 serial number (B)(6)]: patient identifier (B)(6). Patient identifier (B)(6). Patient identifier (B)(6). Patient identifier (B)(6). Patient identifier (B)(6). Patient identifier (B)(6). Patient identifier (B)(6). Patient identifier (B)(6). Patient identifier (B)(6).

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. The balloon had a hole and was leaking water. However, it was not found ruptured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was manufactured in april 2022, but the specific date is unknown. Based on the results of the investigation, it is likely the balloon was damaged by fingernails or overstretched by applicators and then overinflated. The balloons are made out of a light thin material, but they will not rupture due to handling as noted. However, the balloons may become partially thin and rupture due to the pressure of inflation. The event can be detected/prevented by following the instructions for use which state: - never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. - never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. - store the balloon in a cool environment with low humidity. - after opening the laminate package, reseal it securely. If the laminate package remains open, the efficacy of the deoxidizer will be reduced. - the balloon can tear easily, beware of sharp objects. Olympus will continue to monitor field performance for this device.